Event description:
A device report from (B)(4) indicated a hospital in (B)(4) reported. Pt implanted with custom made matrix rib plate on an unk date discovered the plate was broken. Medical surgical intervention was needed on an unk date. It is not known what the pt was revised to.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product is entering the eval system.